Manufacturer narrative:
Analysis of the returned product is currently ongoing. This report will be updated upon completion.

Event description:
Boston scientific received information that during a device changeout procedure with this implantable cardioverter defibrillator (ICD) difficulty was experienced connecting the right ventricular (rv) lead into the device header. It appeared the setscrew would not hold. It was observed that the doctor was burping the seal plug as expected but could not visualize the lead's terminal pin through the device header. It appeared the lead was fully inserted and the setscrew was functioning but the lead continued to pull out of the port during testing. This device was not implanted will be returned for analysis. A new device was implanted successfully with no issue and no adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.